Event description:
She was walking down a step and slipped forward. She fell forward and sideways. She had "excruciating pain" and her foot was pointing the wrong way. She manually put her ankle back in place and sought medical help.